Event description:
It was reported that patient underwent right total knee arthroplasty on (B)(6) 2012. Patient alleges pain, lack of range of motion, and pulling at the back of her knee. Surgeon stated a revision is needed as the tibial tray is loose; however, no revision has been scheduled to date.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported that patient underwent right total knee arthroplasty on (B)(6) 2012. Patient alleged pain, lack of range of motion, and pulling at the back of her knee. Subsequently, patient was revised on (B)(6) 2015 with legacy zimmer products.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "loosening, migration, or fracture of the implants can occur due to loss of fixation, trauma, malalignment, malposition, non-union, bone resorption and/or excessive unusual and/or awkward movement and/or activity."